Manufacturer narrative:
(B)(4). Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked j2/lcd keypad connector. All alarms and bolus programmed during testing were properly recorded at the alarm and bolus history screens. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.

Event description:
The customer reported via phone call that insulin pump malfunctioned and had not been worn for a month at the time of call. Customer reported that insulin pump was not recording history, was not toggling through the screens and customer was not sure if insulin was delivering. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was unknown. Insulin pump would be returned for analysis.